Manufacturer narrative:
Product event summary: it was reported that the patient experienced two critical battery alarms involving (B)(4) and (B)(4). The controller ((B)(4)) was returned for evaluation. The shelf life requirement, for the battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period of greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. Review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4) and (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. Additionally, multiple power disconnect alarms were recorded involving these batteries. During the critical battery and power disconnect alarms, the logs recorded a spurious safety alert word (saw) value for these batteries, indicating that a communication error had occurred. As a result, the most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery: battery/ (B)(4)/ model #: 1650de/ expiration date: 2015-12-31, (B)(4), return date: 11/12/2015, mfg date: 12-08-2014, (B)(4). Heartware ventricular assist system ¿battery: battery/ (B)(4) / model #: 1650de/ expiration date: 12-31-2015, (B)(4), return date: 11-12-2015, mfg date: 12-18-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two ¿critical battery¿ alarms were identified via log files.the controller and two batteries were exchanged.there were no reported consequences or impact to the patient. No patient complications have been reported as a result of this event.